Event description:
It was reported by service report that the bed went into drive on its own. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results; switch on control board.